Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during lead implant procedure r wave sensing and capture parameters were inadequate. The lead was not implanted. The patient was stable.